Event description:
The customer left a comment on an instagram ad reporting that they had experienced difficulty removing the device and had sought medical assistance for removal at a local emergency room. The customer stated that they had previously used the device for two cycles without issue before this event. The customer stated that their treating provider advised them that the device was stuck, and instructed them to discontinue use of the device after removal. The customer stated it took approximately 20 minutes to remove the device, and required the use of a speculum and "surgical tweezers". The customer reported experiencing pain and cramping during removal, but did not report experiencing any adverse symptoms afterwards. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.